Event description:
It was reported that a male with leucocythemia, had a PICC implanted in 2008 in another country's hosp. Two months later, the pt moved to another hosp, affiliated hosp. In early 2009, the PICC was found to have fallen into the heart, and was taken out via interventional method.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.